Event description:
Reporter experienced the er1 message a few times. Reporter's technique seems adequate but he does not compare with color chart and does not run the control solution test. Upon retesting, while on the phone, reporter again rec'd the er1 message and took his normal dose of insulin, retesting normal the next day. Reporter was feeling tired when he received the er1 message.